Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, navigation to the upper lobe was performed however radial ebus confirmation did not show at the expected location. Given the inability to confirm on radial ebus, the superd portion was aborted. The case was completed by radial ebus and fluoroscopy. The patient was under general and ultimately developed a post procedure pneumothorax.

Manufacturer narrative:
The case recording was returned and evaluated. Procedure recording analysis showed the target was peripheral and CT-to-body divergence in target lobe during automatic registration. CT was outdated and parameters did not match recommendation. If information is provided in the future, a supplemental report will be issued.